Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The mitraclip xtr device is currently not commercially available in the u.s; however, it is similar to a device sold in the u.s.

Event description:
This report is filed since the gripper arms were not responding. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation grade 4. Clip delivery system (cds0602-xtr) was advanced to the mitral valve and leaflets were grasped several times to obtain a good result, without device issue. The cds was retracted into the left atrium. While retracting the gripper lever approximately 1 centimeter, it was then observed that the gripper arms were not responding per fluoroscopy. The device was removed from the anatomy without reported issue and was not implanted. Two other mitraclips were implanted without reported issue. The mr was reduced to grade 2-3 and the patient is in noted well condition. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was returned. All available information was investigated and the reported gripper actuation issue appears to be related to the observed gripper line break as noted during the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incident reported from this lot. All available information was investigated and it appears that user technique/procedural conditions resulted in multiple grasping attempts to grasp the leaflets which caused the gripper line to break; and eventually resulting in gripper actuation issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.